Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was alarming with a blank screen. There was no patient involvement.

Manufacturer narrative:
D3: correction. D9: date returned to mfg 24-sep-2024. H3: one device was received for evaluation. Visual inspection found heavy corrosion throughout the pump. A visual inspection was performed, and the reported issue was confirmed. The cause of the reported issue was unknown. As a result, the pump would need to be rebuilt. Service history identified the complaint was not related to a previous service of the device within the review period.